Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.na

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional leg stenting procedure. Reportedly, the proglide worked properly through retrieving the plunger and closing the footplate; however, during removal of the device, it became stuck in the vessel at the area of the o-ring on the guide. After attempts to remove the device, the suture was cut and the proglide was removed without issue. A 7f sheath was inserted with a bit of bleeding seen around the sheath. Imagining did not reveal vessel damage. Another proglide device was used to achieve hemostasis; the access site was dry after 10 minutes. A femostop was also used only as a precaution. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. However, factors that may contribute to the failure to achieve hemostasis include, but are not limited to, manufacturing, poor or partial tissue capture or user technique. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.